Manufacturer narrative:
Device interaction or damage by another device (electromagnetic interference): the cause of the issue was not determined without returned product investigation and sufficient clinical details.

Event description:
It was reported that an implanted impella cp was not recognized by the automated impella controller. It was suspected there was electromagnetic interference. No patient harm was reported.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.